Event description:
It was reported that the 2800 system leg extension latches were cracked. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The latches were replaced during the service call. The system was found to be working as intended and put back into service.